Event description:
The customer reported that the image was blurry and unfocused during inspection for use involving an olympus rigid video laparoscope. There was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, objective frame had stains under glass. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the blurry and unfocused image was traced to component failure. The cause of the distal fiber breakage and the stains observed under the objective frame glass was also traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.